Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported by the marketing product director that during an endoscopic mucosal resection (emr) procedure on the ascending colon, the jaws of the device did not open and close very well and did not open wide, only about 120 degrees. No pt consequences were reported.